Event description:
It was reported that a shaft break occurred. During a coronary cannulation procedure, a 6f mach 1 guide catheter broke. The device was removed and the procedure was completed using an alternate device. No patient complications reported.